Manufacturer narrative:
(B)(4). The customer returned one snaplock adapter, one flat filter, and one epidural catheter for investigation. A visual exam was performed and no issues were found with the snaplock adaptor or filter. It was observed that the catheter was cut. The distal end was not returned. It was also noticed that the returned piece had six kinks along the extrusion. The catheter was measured and it was found that 58.9cm was missing. Functional testing was performed and it was found that the catheter leaked from three of the kinked locations. Based on the investigation performed, the reported complaint was confirmed. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the time of discovery and the condition of the sample received, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that after a few hours of insertion of the catheter, a kink was found. The medical agent leaked from the kinked area of the catheter. The catheter was removed and a new one inserted without issue.

Event description:
The customer alleges that after a few hours of insertion of the catheter, a kink was found. The medical agent leaked from the kinked area of the catheter. The catheter was removed and a new one inserted without issue.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.